Event description:
The patient was a participant in the (B)(6) study.

Event description:
It was reported that during device changeout the right atrial (ra) lead was noted to have been dislodged. The lead was revised. The next day, the ra lead dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned and analyzed. Analysis was performed and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).